Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a family member regarding a patient receiving a baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and cerebral palsy. The reporter mentioned that the patient's pump has not been functioning for a while, but it was still implanted. The reporter explained that the pump seized to function. It was stated, "it was supposed to be a 5-year pump and it stopped working a year before it was supposed to, in year 4". The hcp put the patient on oral baclofen and it seemed to do the trick. They left the pump in and consulted with another hcp who did not think there was an immediate danger. No symptoms were reported. The event date was not known, but the reported stated, "he would think it was in 2012".